Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hardness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hardness as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching.

Event description:
Healthcare professional reported patient was injected a year ago to the nasolabial fold with unspecified juvéderm¿ voluma¿. Patient developed "hardness." No medical or surgical intervention noted. Symptoms are ongoing.